Event description:
It was reported that the cartridge was leaking from an unspecified location. Customer loaded a new cartridge to address the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a supply change. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.